Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: visual examination of the returned device identified stent damage. Distal stent struts on row 1 and proximal stent struts on row 2 were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user error as this device is contraindicated for use in heavily calcified lesions. (B)(4).

Event description:
Reportable based on analysis completed on 11/24/2011. It was reported that during a stenting treatment procedure, the stent delivery system was unable to cross the lesion. The 75% stenosed target lesion was located in the severely calcified left circumflex artery. The 2.25x12mm taxus liberte was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was damaged.